Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath and carrier tube assembly. Visual inspection revealed that the carrier tube assembly and the hemostasis sheath were mated together. The locking mechanism on the carrier tube assembly was in rear lock position. The mated carrier tube assembly and hemostasis sheath were cut between the 's' and 'e' letters on the carrier tube assembly. The green tamping tube had been cut along with the assembly and the portion that was closer to the hub was out of the sheath. Further analysis of the cuts showed that they were very clean cuts. The tip of the hemostasis sheath showed no signs of mechanical damage or deformation. The collagen was still inside the carrier tube assembly and the anchor was directly at the tip of the carrier tub assembly. Because of the cut on the returned sample, functional testing could not be performed. The ID of the tip of the carrier tube assembly was measured and found to be 0.067". This measurement is within specification of 0.068+/-0.005. The device hub was opened, and the suture spool was examined. The suture was observed to have no blockages that prevented it from releasing. The shaft of the carrier tube was cut, and the suture was pulled out with ease. The complaint can't be confirmed for collagen deployment difficulties. The exact root cause cannot be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- materials/rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment of the angio-seal device, collagen would deploy, and end of catheter appeared to be crimped. Device was removed and pressure was held. Post run performed prior to deployment puncture rt cfa procedure was a left hear catheterization (lhc). There was no patient injury, medical/surgical intervention required. The patient and the procedure were not affected. Additional information was received on 04may2021. There was an issue with deployment, the collagen would not push out the end of the sheath.